Event description:
Customer reported the teeth will not stay aligned on the zipper located on the left side panel. Customer did not provide a date when this was discovered. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation confirmed the reported issue; there is an open slider on the patient access of panel side a. Note: instructions for use state: test that all zippers open easily and close securely along the entire length of the zipper. Inspect zipper coils for any kinks or misalignment. If any are identified, zip and unzip the zipper. If condition continues, do not use product. Do not use the posey bed if zippers have open gaps that do not close securely along the entire length never rip the panels open, as this will damage the zipper slider preventing the zipper from closing securely. (B)(4).